Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited an increased pacing impedance measurement up to 2200 ohms. The shock impedance remains within normal limits. The rv pacing threshold had also increased from 1.0 mv at .5 ms to 4.0 mv at .5 ms. There were no reported adverse patient effects.